Event description:
The battery case cracked on an animas vibe insulin pump rendering it unusable because the battery cap could no longer seal securely. This caused the battery not to have proper contact.